Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for follow up. Upon device interrogation, the right ventricular lead exhibited one occurrence of high impedance on (B)(6) 2018. All electrical measurements were in range during follow up. No intervention was performed. The patient would be monitored.